Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), lot: 3163925.

Event description:
It was reported that the patient experienced a change in the stimulation position. Device reprogramming was unable to recapture the stimulation coverage. An x-ray taken revealed the patients leads shifted laterally, therefore, the patient underwent a lead revision procedure where the leads were repositioned.